Event description:
A hospital in (B)(6) reported via our distributor that the tube of an opt314 optiflow junior nasal cannula came out while in use due to the baby pulling on it. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the left tube was loose but not detached from the cannula. It was also observed that the right loop pad was peeling off near the centre of the cannula. The left loop pad was missing and had presumably peeled off. On detailed inspection the bonding components were present providing evidence that the product was manufactured as intended. A lot check revealed no other complaints of this nature for lot 130606. Conclusion: based on the observed damage it is likely that the tubing became stretched and damaged due to excessive force being exerted on the tubing. The hospital had confirmed that the patient had "pulled on" the tubing. Loop pads are bonded to the optiflow junior nasal cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. During assembly each loop pad is visually checked to ensure sufficient glue coverage. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube. Check cannula remains secure on the face. Replace wiggle pads if required. This product is intended to be used for a maximum of 7 days.